Manufacturer narrative:
The device was returned for evaluation. Device logs were reviewed and are consistent with complaint. There were numerous messages of purge-related issues, piston blocked with 0% range remaining, purge fluid not detected error. At some point, a yellow alarm of #501 controller error present, implicating insufficient purge voltages device analysis: the issue of yellow alarm, controller error, and purge-related issues were successfully reproduced during investigation. The motor shaft was found much difficult to spin by hand, compared to other console (with consoles power off). Once the stepper motor was removed and disassembled, the gasket of stepper motor was found sticky on the side facing cassette. It was confirmed that the dextrose dried up on gasket increased the friction, drew extra current to overcome the friction and attempt to spin. The extra current supplied to drive stepper motor would ultimately lower and trigger the #501 controller error alarm. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the automated impella controller (aic) exhibited a yellow warning. The device was replaced with another aic. No report of patient harm or injury related to this malfunction. There is not enough information to exclude the impella device as an associated factor in the patient's demise. The procedural outcome noted that the patient expired.